Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up on (B)(6) 2019 the right ventricle lead threshold measurements increased since the initial implant. A surgical intervention procedure occurred that same day to correct the positioning of the lead. No further adverse effects were reported. This lead is still implanted and in service.